Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used catheter assembly with a needleless connector and used dressing. Upon removal of the dressing, it was observed that the extension tubing has been damaged at the base of the luer connector. During inspection of the extension tubing cross section, it was identified that no striations were present. This indicated that the extension tubing had not been cut but may have been damaged and then torn. Damage to the extension tubing in this location may occur during manufacturing due to a damaged pallet gripper set. However, leakage resulting from the observed damage is unlikely to go unnoticed during initial catheter placement and continue to go unnoticed for seven days of use; therefore, a manufacturing origin of the observed tubing defect is unlikely. It is possible that the tubing was repeatedly stressed during use, causing it to eventually break. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported bd nexiva¿ closed IV catheter system had leakage issues. The following information was provided by the initial reporter: "hospital had a nexiva that was indwelling for 7 days in the patient and part of the tubing was leaking so it had to be removed."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd nexiva¿ closed IV catheter system had leakage issues. The following information was provided by the initial reporter: "hospital had a nexiva that was indwelling for 7 days in the patient and part of the tubing was leaking so it had to be removed."